Manufacturer narrative:
Gtin unavailable, product made prior to compliance date it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
After the device was implanted in a newborn baby, it was found that a right angled adaptor was raised and nearly protruding from the skin surface. There is a risk of skin necrosis, and the patient is being monitored at this point.